Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said their battery had been dead for years, it quit working and they were wondering if they could have a MRI with their device. Patient stated the implant was at the base of their skull and every time they turn their head to the right or left they get a heavy shock or if they tilt their head down towards their chest they get a shock. Patient stated they think the wires were placed up too high and they could never get it to be satisfactory one way or another. Agent reviewed MRI mode and MRI eligibility hcp can fill out. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.